Event description:
Arthrex tubing malfunctioned causing excessive amount of fluid into patient's left leg near incision site. Swelling of the extremity noted by staff. Tubing replaced and procedure competed without incident. There is not any additional information available about this incident. Manufacturer response for tubing, arthro pump tubing. Rep brought new tubing and requested old tubing.